Manufacturer narrative:
The reported issue was most probably caused by a failure in the internal communication between software components, part of the smartview software. A complete reboot of the subject programmer was required to restore the normal behavior of the programmer.

Event description:
Reportedly, the subject orchestra plus is not working: the progression bar screen is infinitely charging and shows that the header is correctly initiated; however, it is not possible to use and interrogate an implant with this programmer. The same observation was done by trying another cpr3 head. The programmer is embedded with the (B)(6) programmer software version.